Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the system goes off. The sensor was inserted into the upper buttocks. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported unknown issue with the system was not confirmed but a loss of connection was confirmed. The root cause could not be determined. It was reported that the sensor was inserted into the upper buttocks. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.